Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (concentration ¿2000¿; dose ¿179.8¿) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that the pump was not sitting in the pocket correctly. The pump flipped. There were no environmental, external, or patient factors that may have led or contributed to the issue. Different ways were discussed with regards to how they could try anchoring the pump down. On (B)(6) 2018 the pump was moved 3 inches to the right. It was noted that the pocket revision was ¿nothing special¿, ¿routine pocket revision¿, and ¿completely successful¿. The issue was resolved. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.